Event description:
It was reported that malfunction 12 occurred with the customer's pump, and a malfunction alarm was noted. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer if their levels exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump following the malfunction, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reappears.